Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: octrode lead kit, 60cm length, model: 3186, UDI: 05415067017246, serial: (B)(4), batch: (B)(4).

Event description:
It was reported the patient was experiencing discomfort at the lead site. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's pain resolved without intervention. As such, sur gical intervention is no longer planned to address the issue.